Event description:
Customer reported that she had unexplained low blood glucose. Paramedics where called to assist her with low blood glucose. Customer stated that she did not know what her blood glucose was at the time. Customer stated that the insulin pump belt clip broke. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.